Manufacturer narrative:
Batch review performed on 04 jun 2019: lot 172812: (B)(4) items manufactured and released on 13-jul-2017. Expiration date: 2022-06-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event (complaint: (B)(4) [mdr2018-00627]).

Event description:
The patient came in due signs of infection 1 year and 6 months after primary (the pathogen is unknown). The surgeon performed an I&d and liner-swap and the surgery was completed successfully.